Event description:
The customer had requested a preventative maintenance servicing for the unit. The initial evaluation of the unit performed by a covidien field technician found a cross-coupling failure between monopolar 1 and monopolar 2 during preventive maintenance.

Manufacturer narrative:
(B)(4). The investigation found that, when activating monopolar 2 the signal was also present on monopolar 1 in the unit. The investigation isolated the cause of failure to two output relays on the psrf board, but the root cause failing relay was not identified. The two relays were replaced to correct the failure. The unit was calibrated and testing found it function normally and within specification.